Event description:
It was reported that during an open liver resection, as soon as they released the stapler, the surgeon could not see any staples where he had stapled. The cut line was bleeding profusely and filled two 2000 ml canisters. The pt was given a cell saver transfusion and they completed the procedure with suture. Patient went to ICU. Patient is stable at this time.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was rec'd in good visual condition, and with a reload loaded in the device. The reload was rec'd fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all instruments are inspected 100% for staple presence by an automated vision system. In addition, a sample of the batch is inspected at fgqa to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.